Manufacturer narrative:
The investigation will be completed upon receipt of the syringes from the user. At such time we will follow-up and update the MDR with final actions and determinations.

Event description:
The glass syringe broke at the top flange where the pressure control rings attach to the glass. The customer reported that while in surgery, scrub tech drew up lidocaine and handed the glass syringe to the surgeon. The surgeon injected the patient and when pressure was applied to administer the medication, where the rings attach to the vial "popped" apart. No patients have been harmed. The syringe itself doesn't break/shatter - the ring that has the 2 loops breaks away from the syringe.